Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the intensive care unit. The patient tested positive for methicillin-susceptible staphylococcus aureus (mssa). There were no problems with the driveline incision but the pump was explanted on (B)(6) 2025 due to suspected infection near the pump, and the patient tested negative for mssa after treatment, however the patient's fever did not subside.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient tested positive for methicillin-susceptible staphylococcus aureus (mssa) on (B)(6) 2025. The source of the infection was the pump pocket, as well as around the outflow graft anastomosis felt, and the apical cuff. The patient was noted to be supported with a pump catheter as of (B)(6) 2025.

Manufacturer narrative:
Section d4: model/catalog numbers corrected. Section e1: customer site was (B)(6) hospital. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. The modular cable was not returned. The sealed outflow graft was secured to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff was returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook are currently available. The IFU lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. The IFU lists infection as a potential late postimplant complication. Additionally, the IFU outlines the recommended anticoagulation regimen, including the international normalized ratio range, as well as the suggested anticoagulation modifications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.